Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture corrosion inside the compartment. Evaluation also revealed moisture inside the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a cracked battery compartment and moisture corrosion inside the battery compartment. The pump cover was removed and moisture was visible inside the pump and on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.